Manufacturer narrative:
The door winch assembly for the imaging system was returned to the manufacturer for evaluation. Testing found that the cable was broken in half. Functional testing was not performed on the unit.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the door winch cable was broken. The door winch assembly was replaced and the issue was resolved. A full imaging system check-out, including hardware, software, and instruments was completed after the door winch assembly was replaced. All tests passed. Full system functionality was confirmed and the system was returned to service. The replaced door winch assembly was not returned to manufacturer for analysis.

Event description:
A medtronic representative reported that while in a spinal fusion case, the door of the imaging system would not close completely around the system. The panels were pressed to close the door, but the image acquisition system (ias) pendant stated "door open" unable to take 3d spin. The site attempted to open the door to remove the system from around the patient, but the door only opened half way. The door was pressed open the remainder of the way and the system was removed. A new imaging system was brought in to complete the case. There was a reported delay to the procedure of 30-40 minutes. There was no impact on patient outcome.